Event description:
Dermatome skipping during skin grafting x2. Dermatome did not engage with skin in normal fashion. Resulted in a poor-quality skin graft that required a second graft. Dermatome skipped and did not properly engage during second graft and resulted in poor tissue quality. Combined the tissue from the two to complete procedure. This was completed by two separately trained mds with similar outcome. It is believed to be a malfunctioned device. Blades used attached and appeared in proper working order.